Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was reportedly moving in bed and received a shock. Data was reviewed and confirmed the shock was inappropriate and delivered due to low amplitudes and/or poor morphology. A more thorough data review, confirmed several episodes of inappropriate charging over the past year. No resulting adverse patient effects have been reported and a subsequent in-clinic evaluation showed similar morphology changes when patient was lying on their left side. To date, this device remains implanted however deactivated. The patient has exhibited a notable weight loss change since implant which was thought to be contributing to product movement within the pocket. A pocket revision was scheduled and later completed with no resulting adverse effects.